Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an intermittent connection with the battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device powered down during testing. The device was not in patient use at the time of the reported event.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device powered down during testing. The device was not in patient use at the time of the reported event.